Manufacturer narrative:
Device evaluated by manufacturer. Updated the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damaged and stretched with the polypropylene filament intact after flushing out from the returned microcatheter. The tack weld replacement crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found bent at several locations from the proximal end. Under the microscope, the shield coil was found stretched and the broken detach element was found to be extending out from the distal end of the pushwire. During evaluation, visualization testing was performed and there was no issue with visualization of the implant coil outside of the distal tip microcatheter. Based on the device evaluation the cause of premature detachment could not be determined. The customer did not report difficulty during delivery or positioning, but evidence was found of a damaged and detached implant coil, stretching of the shield coil, and a break in the detach element. This is possible evidence of resistance during delivery. It is possible that the ¿pre-mature detachment¿ of the implant coil led to the reported difficulty locating the coil under fluoroscopy. It is also possible that the damages to the pushwire occurred during shipping back to medtronic for evaluation as customer did not report any damage during the time of event. Per the concerto coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. Related mdrs for this event: 2029214-2017-01117. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, this coil detached during the procedure in the micro catheter. A second coil became stuck inside the microcatheter and prematurely detached in the physician¿s hand after it was removed. It was reported that the coil was loaded and reached the detachment zone, however the coil was not visible on the screen. The physician pulled the pusher wire out from the patient and the coil was not attached. The microcatheter was reviewed under fluoro but the coil was not visible. A second coil was selected and during delivery through the catheter, the coil became stuck. The second coil was removed and the catheter was inspected. The first coil was found inside the catheter. The coil had detached while inside the microcatheter. The second coil reportedly detached in the physician¿s hand after removing from the catheter. The physician completed the procedure with vascular plug and another coil. No patient injury was reported.